Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but at this time the data has not been analyzed. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but at this time the data has not been analyzed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that data analysis was performed, and it was found that the battery is depleting normally. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Correction: no criteria for report as this device is depleting normally.